Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: trilogy acetabular shell size 56mm ¿ cat. No. 6200-56-22, lot no. 61899048; trilogy liner ¿ cat. No. 00630505636, lot no. 62175127; biolox delta ceramic femoral head ¿ cat. No. 00-8775-036-04, lot no. 2602728; item no : 00625006530 lot no : 62211409; item no : 00625006535 lot no : 62145044; item no : 630505632 lot no: 61771205.

Event description:
It was reported by patients legal counsel that the patient alleged to hip pain approximately four years post-implantation.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient is experiencing pain post hip implantation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.